Event description:
It was reported that during a transfer of a pt the strap collapsed and the pt fell down on the bed 50 cm. It was reported that no injuries were sustained.

Manufacturer narrative:
Add'l info will be provided upon findings of manufacturer's investigation.